Event description:
Procedure type: colectomy. According to the reporter: after firing, it was noticed that 3/4 of the staples did not close. The staple line was leaking. A new instrument was used to complete the procedure. Operating time was extended as a result.

Manufacturer narrative:
Initial report sent: 4/15/08.